Event description:
It was reported that the customer's insulin pump alarmed while changing the infusion set. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prim during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker, cracked display window corner, cracked battery tube threads, and cracked reservoir tube lip.